Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a lost sensor alert on the insulin pump. The customer's blood glucose level was unknown mg/dl. The troubleshooting was peformed. The customer was advised against using expired product. The patient has appointment with healthcare provider in februay and will speak with them about issues and decline troubleshoot. The customer was advised if any assistance is needed to contacyt the 24hr helpline.